Event description:
A site representative reported intermittent red green status on all instruments. Site reported that during testing, they discovered that instruments had red-green status while in sight of camera. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA was issued and the device has not been returned to the manufacturer.